Event description:
Initially, the "off" portion of stopcock broke off. After replacement of natus, red cap (device comes with red cap on) was getting removed from replacement and portion of device broke into ventriculostomy. Ventriculostomy had to be replaced again. The caused additional procedure and delayed critical medication administration for patient care. Every time we replace drains, we are opening the patient csf [cerebrospinal fluid] system for potential infection. For this patient, had two malfunctions of this device. Manufacturer response for external csf drainage system, natus eds 3 csf external drainage system (per site reporter).